Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer called to report high blood glucose levels. The customer's reading was 591 mg/dl. The customer treated with the insulin pump. The customer's symptoms included feeling sluggish, thirst, and frequent urination. The customer performed a manual prime and verified that insulin exited the tubing. The customer found 2 threshold suspend alarms in the alarm history. The caller performed the high pressure test and it passed. The customer reported that the display turned colors when in the sun and also reported a weak signal alert. The customer was advised that this was normal insulin pump behavior. The customer's reading went down to 428 mg/dl by the end of the call. The insulin pump was not replaced or returned for analysis.